Event description:
Patient stating error message on curlin pump. Patient stated empty lithium battery ("error code 20.0 / empty lith batt"), even though she changed the batteries twice already. Patient reported an interruption in therapy/missed dose. Hyqvia indication: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Pharmacy replaced device. Serial number (B)(6) and expiration date 4-03-2026. Unknown if adverse event occurred due to product issue. Device available for return. No further info/details or dates available.